Manufacturer narrative:
Analysis of the fiber revealed a fiber which had a missing distal tip. The distal area of the fiber where the tip was exhibited signs of breakage while laser energy was being transmitted. It was made clear in the complaint information provided by the customer that the fiber tip broke in response to a break in the ureteroscope which the fiber was being used with. It is likely that the fiber functioned according to specifications and only broke because of the associated ureteroscope break. In addition, the successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber.

Event description:
"Hlfd0270c laser fiber tip broke off during a case and fell into the patient. Tac notes: there was no injury to the patient because of this. Matt was not sure if the device will be returned. Matt did not state if they retrieved the fiber tip."

Manufacturer narrative:
Analysis of the fiber revealed a fiber appeared unused. It was noted by the customer that the fiber was noted to be "broken out of the box." This notation was likely perceived by the customer as a fiber break when the blue connector was inadvertently forcefully removed from the black strain relief when an attempt was made to remove the fiber from the protective coiled tubing for usage. The blue connector and black strain relief are pressure fit together and can be disassembled manually, however this process takes considerable force to do so. During testing, the fiber connector and strain relief were reassembled and then forcefully removed while attached to a digital force gauge where it took an approximate 9.3 newton to separate the two components. The black strain relief was then applied to the coil clip just like when the fiber is packaged and the strain relief was forcefully removed from the coil with ease, so much so that zero newtons of force measured on the same digital force meter. It was also noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that the fiber would have operated according to specification if used. It is likely that the customer was not aware of the method to remove the fiber from the protective tubing as no faults found with returned fiber. This method of holmium fiber packaging is very common and is used by the majority of other holmium fiber manufacturers.

Event description:
"(B)(4) broken fiber out of the box. Update: the connector came apart when package was opened. The fiber was not used on the patient."